Event description:
During c-section, doctor noted the needle being used was blunt. An x-ray was ordered to check for possible retained needle tip. X-ray was negative for the presence of any metal product.